Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was an issue whiting out during case known transition board issue. The image became too bright inside and outside the circle view, there was a full loss of image for about a minute or two until the unit was rebooted. The same device was used to complete the medical procedure. No medical intervention, no patient harm. Couple minutes of delay

Event description:
It was reported that there was an issue whiting out during case known transition board issue. The image became too bright inside and outside the circle view, there was a full loss of image for about a minute or two until the unit was rebooted. The same device was used to complete the medical procedure. No medical intervention, no patient harm. Couple minutes of delay.

Manufacturer narrative:
Alleged failure: issue whitening out during cases known transition board issue. [Update - the image became too bright inside and outside the circle view, there was a full loss of image for about a minute or two until the unit was rebooted. The same device was used to complete the medical procedure. No medical intervention, no patient harm. Couple minutes of delay. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: the root cause of the issue reported is cracked traces on the transition board. This issue has been addressed. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.